Manufacturer narrative:
Evaluation summary: the reported lithium battery problem was confirmed as a low lithium battery alert during pump power on. The cause of the low lithium battery was not determined because the customer refused the repair estimate and requested that the pump be returned unrepaired.

Event description:
The facility initially reported an infusion pump with a lithium battery problem that occurred during patient use in 2008. Additional information was obtained by baxter two months later, indicating that the event occurred during patient infusion and resulted in the interruption of patient infusion. The pump was swapped for another one in order to continue infusion. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.